Event description:
I had my mcghan saline-filled breast implants placed in 2003. In 2007, I experienced a rupture with my left breast. I had my implant replaced one month later. But, from that day forward I started to experience serious, debilitating health problems. My symptoms include, but are not limited to extreme fatigue, dizziness, "brain fog," headaches, all-over body aches, excruciating pain on the left side of my body, hypersensitivity to sounds and smells and an inability to concentrate and learn new things. I had my implants removed six months later and my health has returned by 50%. I was tested by lab one month later, and my results showed an extremely high amount of toluene, trimethylbenzene, monoethyl phthalate and para-hydroxybenzoate. These are all chemicals found in breast implants. The symptoms of extremely high amounts of these chemicals in the body are consistent with my symptoms. Breast implants are not "safe," they contain high amounts of chemicals and pollutants. When these chemicals get into the body tissues, this causes debilitating symptoms and health problems. Dates of use: 2003 - 2007. Diagnosis or reason for use: aesthetics. Event abated after use stopped or dose reduced: yes.